Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ right device migrated"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("post implant pregnancy") and device breakage ("still have pieces of the coils inside of body since were not able to remove them all") in a (B)(6) female patient (gravida 5, para 4) who had essure (batch no. 50696569, 869757) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2016. The patient's past medical history included multigravida, parity 4 (*(B)(6) 2009, (B)(6) 2011, (B)(6) 2013, (B)(6) 2014), lower urinary tract infection in 2012 and pregnancy with contraceptive device from 2013 to (B)(6) 2014. Previously administered products included for contraception: implanon from 2011 to 2012. Concurrent conditions included hyperthyroidism. Concomitant products included ibuprofen since 2018, medroxyprogesterone (depo provera) from 2013 to 2015 and naproxen since 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant), cystitis ("infections / bladder infection"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine pain, device breakage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), migraine ("migraines / headaches"), complication of device removal ("still have pieces of the coils inside of body since were not able to remove them all") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, abortion spontaneous, pregnancy with contraceptive device, device breakage, cystitis, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract disorder, migraine, dysmenorrhoea, complication of device removal, abdominal pain and bladder disorder outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, bladder disorder, complication of device removal, cystitis, device breakage, dysmenorrhoea, female sexual dysfunction, menorrhagia, menstrual disorder, migraine, pregnancy with contraceptive device, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion on (B)(6) 2013 - examination under anesthesia was consistent with anteverted uterus. Hysteroscopy findings were consistent with a grossly normal appearing cavity. Bilateral tubal ostia visualized. After placement of right essure coils, four coils were noted, and five coils were noted after placement of left essure coil placement. Expiration dates (B)(6) 2014 and (B)(6) 2015. This case refers to the second pregnancy. First pregnancy case: (B)(6). Third pregnancy case: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : abdominal pain, menorrhagia, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 7-may-2018: pfs and mr received: reporter's information updated; dob added; lot number added; new events added: vaginal bleeding, menorrhagia, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), still have pieces of the coils inside of body since were not able to remove them all and abdominal pain. The previous event term "infections" was updated to " bladder infection"; event " migration" was updated " perforation (uterus)/ right device migrated". Concomitant medication added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ right device migrated"), device breakage ("still have pieces of the coils inside of body since were not able to remove them all"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("post implant pregnancy") in a 26-year-old female patient (gravida 5, para 4) who had essure (batch no. 50696569, 869757) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in may 2016. The patient's past medical history included multigravida, parity 4 ((B)(6) 2009, (B)(6) 2011, (B)(6) 2013, (B)(6) 2014), lower urinary tract infection on (B)(6) 2012 and pregnancy with contraceptive device from 2013 to (B)(6) 2014. Previously administered products included for contraception: implanon from 2011 to 2012. Concurrent conditions included hyperthyroidism. Concomitant products included ibuprofen since 2018, medroxyprogesterone (depo provera) from 2013 to 2015 and naproxen since 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced cystitis ("infections / bladder infection"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine pain, device breakage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), migraine ("migraines / headaches"), complication of device removal ("still have pieces of the coils inside of body since were not able to remove them all"), abdominal pain ("abdominal pain"), depression ("depression") and anxiety ("mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, abortion spontaneous, pregnancy with contraceptive device, cystitis, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract disorder, migraine, dysmenorrhoea, complication of device removal, abdominal pain, bladder disorder, depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, bladder disorder, complication of device removal, cystitis, depression, device breakage, dysmenorrhoea, female sexual dysfunction, menorrhagia, menstrual disorder, migraine, pregnancy with contraceptive device, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion on (B)(6) 2013 - examination under anesthesia was consistent with anteverted uterus. Hysteroscopy findings were consistent with a grossly normal appearing cavity. Bilateral tubal ostia visualized. After placement of right essure coils, four coils were noted, and five coils were noted after placement of left essure coil placement. Expiration dates jun-2014 and oct-2015. This case refers to the second pregnancy. First pregnancy case: (B)(4). Third pregnancy case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure successfully occluded; in (B)(6) 2016: essure moved and perforated tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : abdominal pain, menorrhagia, dysmenorrhoea. Batch number: 50696569, exp date: 31-10-2015, man date: 2012/10; batch number: 869757, exp date: 2014/06, man date: 2011/14. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('still have pieces of the coils inside of body since were not able to remove them all'), uterine perforation ('perforation (uterus)/ right device migrated') and fallopian tube perforation ('fallopian tube perforation') in a 26-year-old female patient who had essure (batch no. 50696569,869757) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2016. The patient's medical history included pregnancy with contraceptive device from 2013 to 14-jul-2014, lower urinary tract infection on (B)(6) 2012, multigravida and parity 4. Previously administered products included for contraception: implanon from 2011 to 2012. Concurrent conditions included hyperthyroidism. Concomitant products included ibuprofen since 2018, medroxyprogesterone acetate (depo provera) from 2013 to 2015 and naproxen since 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced cystitis ("infections / bladder infection"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy"). In 2016, the patient experienced abortion spontaneous ("miscarriage") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), migraine ("migraines / headaches"), complication of device removal ("still have pieces of the coils inside of body since were not able to remove them all"), abdominal pain ("abdominal pain"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, menstrual disorder, female sexual dysfunction, migraine, complication of device removal, depression and anxiety outcome was unknown and the cystitis, vaginal haemorrhage, menorrhagia, urinary tract disorder, dysmenorrhoea, abdominal pain and bladder disorder had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, bladder disorder, complication of device removal, cystitis, depression, device breakage, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, menorrhagia, menstrual disorder, migraine, pregnancy with contraceptive device, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion on (B)(6) 2013 - examination under anesthesia was consistent with anteverted uterus. Hysteroscopy findings were consistent with a grossly normal appearing cavity. Bilateral tubal ostia visualized. After placement of right essure coils, four coils were noted, and five coils were noted after placement of left essure coil placement. Expiration dates (B)(6) 2014 and (B)(6) 2015. This case refers to the second pregnancy. First pregnancy case: (B)(4). Third pregnancy case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure successfully occluded; in (B)(6) 2016: results: essure moved and perforated tubes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ right device migrated"), device breakage ("still have pieces of the coils inside of body since were not able to remove them all"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("post implant pregnancy") in a 26-year-old female patient who had essure (batch no. 50696569, 869757) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2016. The patient's medical history included multigravida, parity 4, lower urinary tract infection on(B)(6) 2012 and pregnancy with contraceptive device from 2013 to (B)(6) 2014. Previously administered products included for contraception: implanon from 2011 to 2012. Concurrent conditions included hyperthyroidism. Concomitant products included ibuprofen since 2018, medroxyprogesterone acetate (depo provera) from 2013 to 2015 and naproxen since 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced cystitis ("infections / bladder infection"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine pain, device breakage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), migraine ("migraines / headaches"), complication of device removal ("still have pieces of the coils inside of body since were not able to remove them all"), abdominal pain ("abdominal pain"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, abortion spontaneous, pregnancy with contraceptive device, cystitis, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract disorder, migraine, dysmenorrhoea, complication of device removal, abdominal pain, bladder disorder, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, bladder disorder, complication of device removal, cystitis, depression, device breakage, dysmenorrhoea, female sexual dysfunction, menorrhagia, menstrual disorder, migraine, pregnancy with contraceptive device, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion on (B)(6) 2013 - examination under anesthesia was consistent with anteverted uterus. Hysteroscopy findings were consistent with a grossly normal appearing cavity. Bilateral tubal ostia visualized. After placement of right essure coils, four coils were noted, and five coils were noted after placement of left essure coil placement. Expiration dates jun-2014 and oct-2015. This case refers to the second pregnancy. First pregnancy case: (B)(4) . Third pregnancy case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure successfully occluded; in (B)(6) 2016: results: essure moved and perforated tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : abdominal pain, menorrhagia, dysmenorrhoea. Lot number:50696569 manufacture date: 2012-10 expiration date:2015-10-31. Lot number:869757 manufacture date:2011-06 expiration date:2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('still have pieces of the coils inside of body since were not able to remove them all'), uterine perforation ('perforation (uterus)/ right device migrated/it appears there was a perforation of the lower uterine segment') and fallopian tube perforation ('fallopian tube perforation') in a 26-year-old female patient who had essure (batch no. 50696569,869757) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2016. The patient's medical history included pregnancy with contraceptive device from 2013 to 14-jul-2014, lower urinary tract infection on (B)(6) 2012, multigravida, parity 4, fever, weight loss, myalgia, cough, nausea, gastritis, sinusitis, anemia, uti and vaginal delivery (4 term and 1 preterm). Previously administered products included for contraception: implanon from 2011 to 2012. Concurrent conditions included hyperthyroidism. Concomitant products included ibuprofen since 2018, medroxyprogesterone acetate (depo provera) from 2013 to 2015 and naproxen since 2017. On (B)(6) 2013, the patient had essure inserted. In september 2013, the patient experienced cystitis ("infections / bladder infection"), vaginal haemorrhage ("vaginal bleeding"), heavy menstrual bleeding ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In may 2016, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy"). In 2016, the patient experienced abortion spontaneous ("miscarriage") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), migraine ("migraines / headaches"), complication of device removal ("still have pieces of the coils inside of body since were not able to remove them all"), abdominal pain ("abdominal pain"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, menstrual disorder, female sexual dysfunction, migraine, complication of device removal, depression and anxiety outcome was unknown and the cystitis, vaginal haemorrhage, heavy menstrual bleeding, urinary tract disorder, dysmenorrhoea, abdominal pain and bladder disorder had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, bladder disorder, complication of device removal, cystitis, depression, device breakage, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, heavy menstrual bleeding, menstrual disorder, migraine, pregnancy with contraceptive device, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion on (B)(6) 2013 - examination under anesthesia was consistent with anteverted uterus. Hysteroscopy findings were consistent with a grossly normal appearing cavity. Bilateral tubal ostia visualized. After placement of right essure coils, four coils were noted, and five coils were noted after placement of left essure coil placement. Expiration dates jun-2014 and oct-2015 this case refers to the second pregnancy. First pregnancy case:(B)(6). Third pregnancy case: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 01-nov-2013: results: essure successfully occluded; on 11-dec-2014: the endometrial cavity was not visualized and essure devices cannot be evaluated from this study. It appears there was a perforation of the lower uterine segment.; on (B)(6) 2015: the essure tubal occlusion devices are present within the uterine cornua and extending into the area of the fallopian tubes. The site of perforation on the prior study was not visualized on today's study. Impression: bilateral tubal occlusion without extravasation of contrast; in november 2016: results: essure moved and perforated tubes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: uterine perforation, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, other relevant history added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ right device migrated"), device breakage ("still have pieces of the coils inside of body since were not able to remove them all"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("post implant pregnancy") in a 26-year-old female patient (gravida 5, para 4) who had essure (batch no. 50696569, 869757) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in may 2016. The patient's past medical history included multigravida, parity 4 (*(B)(6) 2009, (B)(6) 2011, (B)(6) 2013, (B)(6) 2014, lower urinary tract infection on 7-jul-2012 and pregnancy with contraceptive device from 2013 to 14-jul-2014. Previously administered products included for contraception: implanon from 2011 to 2012. Concurrent conditions included hyperthyroidism. Concomitant products included ibuprofen since 2018, medroxyprogesterone (depo provera) from 2013 to 2015 and naproxen since 2017. On (B)(6) 2013, the patient had essure inserted. In september 2013, the patient experienced cystitis ("infections / bladder infection"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In may 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine pain, device breakage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), migraine ("migraines / headaches"), complication of device removal ("still have pieces of the coils inside of body since were not able to remove them all"), abdominal pain ("abdominal pain"), depression ("depression") and anxiety ("mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, abortion spontaneous, pregnancy with contraceptive device, cystitis, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract disorder, migraine, dysmenorrhoea, complication of device removal, abdominal pain, bladder disorder, depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, bladder disorder, complication of device removal, cystitis, depression, device breakage, dysmenorrhoea, female sexual dysfunction, menorrhagia, menstrual disorder, migraine, pregnancy with contraceptive device, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion on (B)(6) 2013 - examination under anesthesia was consistent with anteverted uterus. Hysteroscopy findings were consistent with a grossly normal appearing cavity. Bilateral tubal ostia visualized. After placement of right essure coils, four coils were noted, and five coils were noted after placement of left essure coil placement. Expiration dates jun-2014 and oct-2015. This case refers to the second pregnancy. First pregnancy case: 2018-100954. Third pregnancy case: 2018-100965. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 1-nov-2013: essure successfully occluded; in november 2016: essure moved and perforated tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : abdominal pain, menorrhagia, dysmenorrhoea. Batch number: 50696569 exp date: 31-10-2015 man date: 2012/10. Batch number: 869757 exp date: 2014/06 man date: 2011/14 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('still have pieces of the coils inside of body since were not able to remove them all'), uterine perforation ('perforation (uterus)/ right device migrated'), fallopian tube perforation ('fallopian tube perforation') and abortion spontaneous ('miscarriage') in a 26-year-old female patient who had essure (batch no. 50696569,869757) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2016. The patient's medical history included pregnancy with contraceptive device from 2013 to 14-jul-2014, lower urinary tract infection on (B)(6) 2012, multigravida and parity 4. Previously administered products included for contraception: implanon from 2011 to 2012. Concurrent conditions included hyperthyroidism. Concomitant products included ibuprofen since 2018, medroxyprogesterone acetate (depo provera) from 2013 to 2015 and naproxen since 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced cystitis ("infections / bladder infection"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy"). In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), migraine ("migraines / headaches"), complication of device removal ("still have pieces of the coils inside of body since were not able to remove them all"), abdominal pain ("abdominal pain"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, menstrual disorder, female sexual dysfunction, migraine, complication of device removal, depression and anxiety outcome was unknown and the cystitis, vaginal haemorrhage, menorrhagia, urinary tract disorder, dysmenorrhoea, abdominal pain and bladder disorder had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, bladder disorder, complication of device removal, cystitis, depression, device breakage, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, menorrhagia, menstrual disorder, migraine, pregnancy with contraceptive device, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion on (B)(6) 2013 - examination under anesthesia was consistent with anteverted uterus. Hysteroscopy findings were consistent with a grossly normal appearing cavity. Bilateral tubal ostia visualized. After placement of right essure coils, four coils were noted, and five coils were noted after placement of left essure coil placement. Expiration dates jun-2014 and oct-2015 this case refers to the second pregnancy. First pregnancy case: (B)(4). Third pregnancy case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure successfully occluded; in (B)(6) 2016: results: essure moved and perforated tubes.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : abdominal pain, menorrhagia, dysmenorrhoea. Lot number:50696569 manufacture date: 2012-10 expiration date:2015-10-31. Lot number:869757 manufacture date:2011-06 expiration date:2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event of fallopian tube perforation added. Outcome updated for events pertaining to pain, bleeding, bladder or urinary problems or changes to recovered/resolved. Event of pregnancy with contraceptive device downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ right device migrated"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("post implant pregnancy") and device breakage ("still have pieces of the coils inside of body since were not able to remove them all") in a 26-year-old female patient (gravida 5, para 4) who had essure (batch no. 50696569, 869757) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2016. The patient's past medical history included multigravida, parity 4 (*(B)(6) 2009, (B)(6) 2011, (B)(6) 2013, (B)(6) 2014), lower urinary tract infection on (B)(6) 2012 and pregnancy with contraceptive device from 2013 to (B)(6) 2014. Previously administered products included for contraception: implanon from 2011 to 2012. Concurrent conditions included hyperthyroidism. Concomitant products included ibuprofen since 2018, medroxyprogesterone (depo provera) from 2013 to 2015 and naproxen since 2017. On (B)(6) 2013 the patient had essure inserted. In (B)(6) 2013, the patient experienced cystitis ("infections / bladder infection"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine pain, device breakage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), migraine ("migraines / headaches"), complication of device removal ("still have pieces of the coils inside of body since were not able to remove them all"), abdominal pain ("abdominal pain"), depression ("depression") and anxiety ("mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, abortion spontaneous, pregnancy with contraceptive device, device breakage, cystitis, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract disorder, migraine, dysmenorrhoea, complication of device removal, abdominal pain, bladder disorder, depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, bladder disorder, complication of device removal, cystitis, depression, device breakage, dysmenorrhoea, female sexual dysfunction, menorrhagia, menstrual disorder, migraine, pregnancy with contraceptive device, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion on (B)(6) 2013- examination under anesthesia was consistent with anteverted uterus. Hysteroscopy findings were consistent with a grossly normal appearing cavity. Bilateral tubal ostia visualized. After placement of right essure coils, four coils were noted, and five coils were noted after placement of left essure coil placement. Expiration dates jun-2014 and oct-2015. This case refers to the second pregnancy. First pregnancy case: (B)(4). Third pregnancy case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure successfully occluded; in (B)(6) 2016: essure moved and perforated tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : abdominal pain, menorrhagia, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 1-aug-2018: pfs received. Events;depression and mental anguish were added. Lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.